Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device presented abnormal energy delivered message during preventative maintenance by the customer. During inspection physio-control found the device logged a critical event code and is not passing the self-test. The event code is indicative of a device issue that resulted in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. There was no patient use reported with the event.

Manufacturer narrative:
Physio replaced the device's therapy pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined a electrical short between pins 5 and 9 on diode designator cr30 was the cause of the reported issue. Root cause is shorted diode package cr30.

Event description:
The customer contacted physio-control to report that their device presented abnormal energy delivered message during preventative maintenance by the customer. During inspection physio-control found the device logged a critical event code and is not passing the self-test. The event code is indicative of a device issue that resulted in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. There was no patient use reported with the event.